Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On 01/20/2010, patient reported she wanted to check her basal rates because her blood glucose has been running high. Patient stated she was not sure if her basal rates were correct, which she thinks may be the cause of her elevated blood glucose readings. Patient reported her blood glucose reading was 400 something on (B) (6) 2010, before going to bed and today her blood glucose ranged from 325-546 mg/d. Patient reported she bolused 4 units of insulin before lunch, then changed the cartridge and infusion set and after lunch she received the reading of 546 mg/dl. Patient's normal blood glucose reading is around 120 mg/dl. Reviewed basal rates with patient; no discrepancies were found. Patient stated she "can bring her sugar down". Patient reported receiving a battery low error on (B) (6) 2010 and she inserted a new battery; no other errors or alerts were received. Patient reported she changes her infusion site once every 6 or 7 days. Advised it is recommended to change the infusion site every 2-3 days patient was not sure when the infusion adapter was last changed; stated "it's been awhile ago". Assisted patient with adjusting the time of her infusion device. Patient reported when she changed the infusion set earlier and primed the infusion set, insulin emerged successfully. Troubleshooting did not find any product issues. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.